Event description:
The customer reported that the 840 ventilator had a blank gui display while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface cpu pcb. The unit passed extended self-testing.